Event description:
Device was used during a total knee procedure. Suture broke as knots were being tied. Surgeon used another suture to complete the procedure. Hosp has reported that no pt injury occurred.